Manufacturer narrative:
The complaint was forwarded to the plant for investigation. The device history records (2) for lot 135471 were reviewed and no anomalies were uncovered. Parts fell within specification limits and were deemed conforming. The sample was received and forwarded for evaluation. Once that investigation is completed, a follow up report will be filed. A CAPA has been initiated.

Event description:
Procedure was an orif, right elbow, medial epicondyle being done under general anesthesia. The physician implanted a cannulated screw (long thread) by hand. After the screw was in the patient, an x-ray was done and it was noticed that the distal tip of the screw had broken off. Physician took the screw out, and left the broken screw tip in. The physician then requested another cannulated screw and also advanced this screw by hand. Upon x-ray, he noticed that this screw had broken in half, was unwound from the core diameter of the screw, and also had the distal tip of the screw break off. The case was posted for 90 minutes, but actual or time was 121 minutes. Physician will continue to follow up with the patient, and will repeat the x-ray.

Manufacturer narrative:
The sample was received and evaluated.  Outside lab testing confirmed that we are not able to reproduce the failure mode and the product was found to be conforming. Therefore, we were unable to determine the root cause of this occurrence. We will continue to monitor complaints for any trends.